Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by ew proctor. The following observations were made: the thv is under expanded and very calcified. The complaint for calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months post-implant of a 29 mm sapien 3 valve in the aortic position, the patient was presenting with increasing shortness of breath and heart failure. The valve was noted to be stenotic. A proctor review was requested to assess the feasibility of a possible valve in valve (viv). Per the proctor review, the sapien 3 valve is severely calcified, after only 4 years. Being the 29mm sapien 3 is a bit underexpanded and very calcified, there's only room for a 26 sapien 3 valve now. An extra 1 cc was recommended. The right coronary artery (rca) and left coronary artery (lca) take off is at the same level of the leaflets height plane (neo-skirt), therefore there is some risk of coronary occlusion. Out of caution, I would recommend both right and left coronary protection in order to ensure deflection of the host sapien 3 cusps. The top of the guest sapien 3 should align below the coronary arteries. Transthoracic echocardiogram (tte) done shows that the prosthetic aortic valve appears to be functioning abnormally. No intravalvular or paravalvular regurgitation present. The assessment plan: with bioprosthetic valve failure of a 29 mm sapien sapien 3 transcatheter heart valve. The cardiologist reviewed the patient's CT coronary antiogram (cta) in detail and is concerned about the risk of coronary obstruction with valve in valve procedure. Physician is also concerned that the patient has commissural misalignment which again would complicate any efforts to mitigate this coronary risk. Patient continues to diurese and is still volume overloaded. The plan will be for the surgeons to evaluate her regarding potential options. Once this is complete, the cardiologist can delineate the optimal treatment strategy.

Manufacturer narrative:
Pending completion of investigation.